Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent ongoing low blood glucose (bg) levels approximately around 20-50's mg/dl. Cause was not known. Reportedly, the customer had lost consciousness due to the bg levels, resulting in the customer falling and causing "hyperinflexion" of the knees. Customer's wife provided carbohydrates to address bgs. Recommendation was made to consult with a healthcare provider regarding diabetes management.